Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger when hypoglycemic, and customer subsequently lost consciousness. However, the customer was reportedly able to self-treat (unspecified) to bring glucose back up, and no third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger when hypoglycemic, and customer subsequently lost consciousness. However, the customer was reportedly able to self-treat (unspecified) to bring glucose back up, and no third-party intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The low glucose threshold in the alarm settings was set to 100 mg/dl. Activated sensor with a known good reader and performed linearity test. A low glucose alarm was successfully activated, therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device. The customer reported the low glucose alarm failed to trigger when hypoglycemic, and customer subsequently lost consciousness. However, the customer was reportedly able to self-treat (unspecified) to bring glucose back up, and no third-party intervention was reported. There was no report of death or permanent injury associated with this event.